Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01, ipg, implanted: (B)(6) 2011, yrirx15115, stent graft, implanted: (B)(6) 2004; yrirx1685 x2, stent graft, implanted: (B)(6) 2004; yrbrx2615135, stent graft, implanted: (B)(6) 2004; 5076-45, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was removed and a new lead was implanted. No pati ent complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Visual analysis revealed severe explant damage.